Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging small lymphocytic, chronic lymphocytic leukemia, lymphoma and prostate cancer surgery in 2012 which came back in 2020. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging small lymphocytic, chronic lymphocytic leukemia, lymphoma and prostate cancer surgery in 2012 which came back in 2020. There was no medical intervention required by the patient. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit scrapped. Box h was updated in this reported.